Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter: the customer reported needle and shield separation from the barrel when removing the shield.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the customer reported needle and shield separation from the barrel when removing the shield.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary: customer returned (1) loose 0.5ml bd insulin syringe. The customer reported about needle/shield separation from the barrel when removing the shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was properly attached to the barrel. Removing the cannula shield from this sample did not result in hub separation. No defects were observed. Due to the batch being unknown, no DHR review can be completed. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.